Event description:
It was reported that this right ventricular (rv} and right atrial (ra) leads exhibited noise with oversensing following rv sensitivity reprogramming from 2.5mv to 5.0mv due to greater than two seconds of pacing inhibition. It was noted that the patient was pacer dependent. There was also a recent increase in rv pace impedance measurements from 400 to 600 ohms, and a corresponding increase in rv autothreshold from 1.2-1.4v up to 1.7-1.sv, these leads remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).